Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that about six months prior to the report, a manufacturer representative told the patient that their implantable neurostimulator (ins) was getting low. Patient services had the patient sync with the ins, and change to program 2 at 1.5v. Any higher than 1.5v was uncomfortable and felt like pinching. It was indicated that the patient could not increase anymore on program 1 as it became uncomfortable. It was noted that they had a return of symptoms, urgency, frequency, they kept wetting themselves, and were soaking pads especially when getting out of the car about a month prior to the report. The change was reported as sudden. They mentioned that anything could trigger soaking the pads. The indications for use were urinarydysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated her therapy was not really working for her symptoms. Patient reported sometimes she felt like it went dead or patient did not feel stimulation. Caller stated if she sneezed or coughed and she was not near a bathroom, then she was drenched. Caller stated she had to wear a pad and the equivalent of a roll of toilet paper. Caller stated she would be out and about and all of a sudden, she had to go to the bathroom and she had no control over it. Caller stated she was told that the ins battery was going to need to be replaced soon, but it kept getting put off. The ins battery status was checked with pp and the battery did not show it had reached low yet. Patient had access to patient programmer and stim was on at p2 at 1.5v. Patient had the ability to change programs and adjust stimulation. Patient felt sim in the correct area. Patient was walked through changing to p3 at 1.8v. Patient was advised to review any directions previously provided by the hcp. Patient was advised to monitor symptoms now that change was made and was redirected to hcp if the problem did not resolve. Then, additional information was received from a consumer. It was reported that the therapy only works half of the time, and they have incontinence during the day and at night. It was noted that they get up 4-5 times during the night, and they don¿t have far to walk to the bathroom, but the urine starts coming out and running down their leg before they get there. This lack of symptom control was noted to be ongoing. The patient went to their healthcare provider last month and they were told that it wasn't time to change out their battery. It was stated that when they placed the programmer (pp) over the site and pressed a button, it ¿came on real hard;¿ it was noted that they were describing painful, uncomfortable stimulation. They were able to decrease the setting, but it took them a while, however their bladder was still sore. It was noted that they went to their healthcare provider but were told that they were all booked up until the end of may. No further patient complications are anticipated or expected as a result of this event.